Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the actuator bar being stuck in pret1. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, after deploying the t1, the surgeon tried twice to deploy the t2 of the fast-fix, but did not deploy because the gray button on the handle had been damaged. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).